Manufacturer narrative:
(B)(4).the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by constipation and cramping. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. Three days after onset, the patient began treatment with intraperitoneal vancomycin 2 grams every other day for fourteen days. The same day as antibiotic initiation, the patient was discharged from the hospital. The same day the antibiotic treatment was discontinued, the patient was recovered from this peritonitis event. Action with pd therapy was ongoing. No additional information is available.